Manufacturer narrative:
One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. However, the investigation determined that the device air in line detector was faulty, an issue that could result in a hazardous situation, therefore making this investigation reportable. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the investigation, the reported complaint could not be confirmed. The device filter and hose were replaced as a preventative measure. The device air in line detector was replaced and the device passed all testing.

Event description:
It was reported that the device keeps triggering the "air in line" alarm. S reportable malfunction was identified due to the, defective, damaged air in line detector. If the detector does not sense air, pump may continue infusing even when air is present in the line, blocked medication flow, leading to therapy delay or interruption. The event is now reportable.